Event description:
Consumer called to report being stuck by a bd microfine needle. Believes the needle was clean, however she went to the doctor and was given a tetanus shot. Also had some blood work done.